Event description:
The customer reported obtaining false negative results for hepatitis b surface antigen (hbsag) for two samples from one patient who was a known chronic carrier of hepatitis b virus. A positive result was obtained by two other methods. There was no report of patient harm as a result of this event.